Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male patient, the device failed to cardiovert the patient's heart rhythm via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.